Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the coil wire in question was used for tension band wire fixation of displaced fractures of the olecranon and it broke right after the operation. The broken pieces remained inside the patient's bone.this report is 1 of 1 for com-108395

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Exact date is unknown, but reportedly between (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.